Event description:
A malfunction was reported with a pump, identified by malfunction code malf 1, which was not resettable. There was no adverse impact to the customer's blood glucose level. The customer was advised by technical support to switch to a backup insulin delivery method, specifically multiple daily injections (mdi), while waiting for a replacement pump, which will include updated software. Technical support confirmed shipping arrangements, instructed the customer on putting the pump into storage mode, and provided return instructions for the faulty pump. The customer acknowledged and understood all given instructions, including the requirement for a signature upon delivery of the new pump.